Event description:
While attempting to pass the guidewire through the brachial vein, the doctor met resistance near the armpit area. The doctor believes the wire broke and migrated to this area. The wire was removed successfully.

Manufacturer narrative:
The complaint of a broken guidewire was confirmed. The core wire broke 1.6 inches from the weld at the distal tip of the guidewire. The coil wire was kinked and unraveled, but was intact and in one piece. The initial complaint indicated that resistance was met in the area of the axilla during insertion through the brachial vein. The exact cause of the resistance is unknown, but the damage to the guidewire appears to be user related. No manufacturing defects were found on the wire.